Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a lateral meniscus procedure, the surgeon intended to only used 3 implants of the ar-4501 but the first 3 implants did not give the firmness that the surgeon was seeking. The surgeon inserted 2 more of the ar-4501 and decided to position the knee at 90 degrees to finish the procedure and to place the platelet-rich plasma and realized that the sutures of implants 2 and 3 had disassembled. At that point, the surgeon removed all the fragments from the patient and reverted to a meniscectomy.